Event description:
The following article was received based on a literature review: literature title: treatment outcomes comparing the paul and baerveldt glaucoma implants after one year of follow-up. A retrospective comparative study was done to compare efficacy and safety profiles of the paul glaucoma implant (pgi) and baerveldt glaucoma implant (bgi) in the treatment of medically uncontrolled glaucoma at 1 year of follow-up. A total of 50 patients (n= 50 eyes) were included and were divided into those implanted with pgi (n= 23 eyes) and bgi (n=27 eyes). Both groups with glaucoma implant types were implanted in the superior temporal quadrant, with the tube inserted into the anterior chamber (ac), the sulcus, or the vitreous cavity. Complications included: early postoperative complications included: choroidal effusion (n=3) hyphema (n=3) vitreous cavity bleeding (n=2) new onset corneal decompensation (n=1) stent exposure (transconjunctival) (n=1) wound leak (n=1) late postoperative complications were: shallow or flat anterior chamber (ac) (n=1) choroidal effusion (n=3) hypotony maculopathy (n=2) hyphema (n=3) vitreous cavity bleeding (n=1) increased lens opacity (n=1) new onset corneal decompensation (n=2) requiring corneal surgery during follow-up (n=1) stent exposure (transconjunctival) (n=1) in the bgi group, the vision change (loss of more than 2 snellen lines; n=5) was related to glaucoma progression (n=2), persistent hypotony (n=1) which resolved spontaneously, corneal decompensation (n=2, one of which was the one with intravitreal bleeding). A copy of the article is provided with this report. Citation: hoang tt, lo-cao e, girgis s, lim r. A novel releasable wick suture for early intraocular pressure control in baerveldt tube surgery. Afr vision eye health. 2025;84(1), a1007. Https://doi.org/10.4102/aveh.v84i1.1007.

Manufacturer narrative:
Section a2: age/date of birth (years): mean ages is 67. Section a3: sex/gender: (male: female): 45:31. Section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 01 dec 2024 section d4: model number: unknown, information not provided. Section d4: a complete catalog number is unknown as the lot number was not provided. Section d4: lot number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: a complete UDI number is unknown, as the serial number was not provided. Section h3: the device was not returned for analysis. The serial lot/serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
After further review it was noticed that incorrect literature article was attached in the initial reporting. Hence a correction MDR is being submitted to correct. Citation: sophie berteloot, md, rafael correia barão, md, luís abegão pinto, md, phd, evelien vandewalle, md, phd, ingeborg stalmans, md, phd, and sophie lemmens, md, phd, eatment outcomes comparing the paul and baerveldt glaucoma implants after one year of follow-up, (2023), j glaucoma; issue & volume: 33 number 8 page 594-600 section a2: age/date of birth (months): ages are 54 ± 16 section a3: sex/gender: (male: female): 14:13 section a4 & a5: information unknown, not provided. Section b3: date of event: exact dates not provided, article acceptance date is 20 january 2024. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.